Manufacturer narrative:
Product analysis: the product has not been returned for laboratory analysis but is expected. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during loading, prior to the implant of this 29mm transcatheter bioprosthetic valve, there was clicking from the micro knob of the delivery catheter system (dcs). During the implant, the capsule could not be advanced because the micro knob was clicking immediately upon turning it. The physician lifted the blue macro slider but this did not solve the issue. The dcs was removed from the patient and the valve was loaded on another dcs and successfully implanted. No adverse patient effects were reported. The device will be returned. It was reported there were no anatomical issues that affected the implant.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A large kink was noted on the proximal end of the capsule. Tiny stress marks observed along the distal tip of the capsule appeared to be associated with initial loading of the valve. The plunger was intact. No damage was noted on the catheter tabs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the kink in the dcs capsule is evidence of device tracking over the aortic arch. There are no gross visual anomalies that explain or contribute to the reported deployment difficulties or clicking. It was reported the user followed the instructions for use (IFU) technique, although it cannot be confirmed the technique was followed correctly. The root cause for the reported clinical observation could not be determined. Medtronic will continue to monitor for similar events.